Event description:
It was reported that the field representative called in for programming options for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the patient had one inappropriate shock last year, and now the patient is having ventricular tachycardia (vt) below the rate therefore, needed programming considerations. Technical services reviewed the inappropriate shock episode and found the rhythm was gradual and stable. Four bursts of anti-tachycardia pacing (atp) were delivered and a single 26j shock. It was noted that none of the atp bursts were successful. The shock only slowed the rhythm and did not convert. The inappropriate shock was due to sinus tachycardia. Technical services discussed programming options. Additional information was received which reported that patient had another ventricular tachycardia (vt) episode recently in which the rate was accelerated to ventricular fibrillation (vf) after a 26 joule shock. Two 41 joule shocks were given and the ventricular fibrillation (vf) arrythmia was successfully converted. Additionally, there were stored vt episodes that were treated with anti-tachycardia pacing (atp) however, the arrythmia did not convert and the rate fell below the vt zone of 200 bpm. Upon further review, technical services noted there was a stored pacemaker mediated tachycardia (pmt) episode which appears to be atrial driven, and the algorithm did not break. The physician will discuss with the electrophysiologist. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called in for programming options for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the patient had one inappropriate shock last year, and now the patient is having ventricular tachycardia (vt) below the rate therefore, needed programming considerations. Technical services reviewed the inappropriate shock episode and found the rhythm was gradual and stable. Four bursts of anti-tachycardia pacing (atp) were delivered and a single 26j shock. It was noted that none of the atp bursts were successful. The shock only slowed the rhythm and did not convert. The inappropriate shock was due to sinus tachycardia. Technical services discussed programming options. Additional information was received which reported that patient had another ventricular tachycardia (vt) episode recently in which the rate was accelerated to ventricular fibrillation (vf) after a 26 joule shock. Two 41 joule shocks were given and the ventricular fibrillation (vf) arrythmia was successfully converted. Additionally, there were stored vt episodes that were treated with anti-tachycardia pacing (atp) however, the arrythmia did not convert and the rate fell below the vt zone of 200 bpm. Upon further review, technical services noted there was a stored pacemaker mediated tachycardia (pmt) episode which appears to be atrial driven, and the algorithm did not break. The physician will discuss with the electrophysiologist. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received in which there was concerns about the latest stored ventricular events. Technical services reviewed and found the patient received possibly more inappropriate therapy due to high rates. Additionally, anti-tachycardia pacing (atp) doesn't seem to convert the ventricular tachycardia (vt). It was noted that the patient has a history of vt. Ts was wondering if there was a change in patient condition, medication, or comorbidities. At this time, the device remains in service. No additional adverse patient effects were reported.